Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose and only changed the reservoir once every 2 weeks. Customer's blood glucose was 459 mg/dl. Customer was advised to change the reservoir once every 3 days. Customer had no air bubbles and the pump passed the self test. The drive support cap was okay and the pump passed the manual prime test. The pump also passed the displacement verification test. Customer was rewinding with the reservoir in place. Customer was advised that replacements will be sent.